Manufacturer narrative:
The products used in this complaint have been retained by the facility. The risk management team has not released the products for engineering analysis to abiomed. Without the product being returned no evaluation could be made of the fissure noted in the 9fr portion of the impella cp catheter. No photographs of the cp pump were provided either to analyze, nor any imaging of the vascular bed and injury. The manufacturer will continue to investigate any obtainable source information from the complainant, should that become available. (B)(4). Device not returned to manufacturer.

Event description:
Complainant reported that on (B)(6) 2016 the hospital staff was treating a (B)(6) male who was admitted in an acute myocardial infarction. Upon admission to the cardiac cath lab, the fluoroscopy showed left main (lm) disease and a totally occluded proximal left anterior descending (lad) artery. As the patient was hypotensive, and needed a bridge to surgery (CABG), the impella cp was placed. The cp pump was prepped in the usual fashion, the peel away oscor sheath was removed, and the repositioning sheath was advanced. Shortly afterwards, the impella console alarmed low purge pressure. Trouble shooting began and the discovery of a slow leak at a fissure within the 9f portion of the catheter was discovered. The team made the choice to remove the cp and replace it with another impella, this time the model selected was the 2.5. To exchange to the 2.5 impella, the team pulled the cp to the patient's ascending aorta, the anticontamination sleeve was withdrawn completely, and the cp was cut. This would allow the same access site to be utilized, thereby not accessing the contralateral leg. The repositioning sheath was then removed from the cut proximal end and pressure was held at the groin. In an effort to gain sheath access the team attempted access with a 14fr by 30cm cook, and then they attempted to place an 11fr sheath over the cp, both failed. After failing at attempting to place a .014 guidewire between the 11fr sheath and the impella cp, the cp was then removed. The team placed a third sheath, the 14fr by 13cm cook, over the .014 wire, before exchanging the wire for the abiomed .018 wire. The 2.5 impella was then successfully placed in the left ventricle for support. The repositioning sheath of the 2.5 was advanced into the 14fr sheath, but there was observed oozing of blood at the sheath and fluoroscopy showed a significant bleed/vessel damage. Vascular surgery was consulted, and the decision was made to access the contralateral leg, and place the impella 2.5 there so that a vascular repair could be done. The surgeon was noted to successfully repair the artery and no lasting harm or injury to the leg.